Manufacturer narrative:
Eval summary: no devices or photos were received; therefore the condition of the components is unk. No x-rays or operative notes were returned for review, therefore fit and orientation could not be evaluated. Based on the available info, a definitive root cause cannot be determined at this time. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the anterior portion broken off while the poly was being inserted.